Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with an unspecified anti-inflammatory drugs (doses, frequencies and routes of administration not reported) for peritonitis. The patient recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.